Event description:
Customer's sister reported that the customer had passed away. The blood glucose reading at the time of death was not known. The cause of death was related to diabetes and low blood glucose. The customer was wearing the insulin pump at the time of death. The blood glucose had been running low in the days before the event. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with depleted (B)(6) battery installed. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had a minor scratch on display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.